Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device exhibited a problem with the ECG (electrocardiogram) cables and transducers. The fse visited the customer's site and assessed the device. The defective cables were replaced with a 5 lead set snap iec, ICU (pn: 989803145001), which resolved the issue and restored full functionality to the device. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by defective cables. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the lead set resolving the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Health impact grid = him-gen-27 - problem identified during non-clinical procedure.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited problems with the cables and transducers. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.